Event description:
Pt had two smart stents implanted: one for rght common iliac occlusion and the other for 70% left ostial common iliac stenosis. However, two months later the pt was complaining of "not feeling right" and was having difficulty walking. The pt's symptoms progressed to the point of being unable to walk, with the right foot turning blue, and also experiencing a lot of pain. The pt was hospitalized and had a peripheral vascular study which revealed probable iliac occlusion. Re-intervention was completed without complications, and the results are as follows: abdominal aortography and iliac runoff had revealed diffuse moderte infrarenal artherosclerosis with ostial right iliac stent restenosis. The left iliac stent looked actually remarkably clear. The common iliac of the right and left were both without severe obstruction.